Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer was experiencing significant differences in sensor readings, compared with blood glucose. The sensor readings were triggering her insulin pump to threshold suspend. The threshold suspend limit was set to 70 mg/dl and the customer's blood glucose was in the 130 to 139 mg/dl range when the issue began to occur. Calibration and insertion techniques were discussed. Nothing further reported.